Event description:
The patient contacted lifescan alleging that the one touch ultra meter was reading inaccurately erratic. The patient reported blood glucose results of 10.0 mmol/l and 13.0 mmol/l. The customer care representative (ccr) walked the patient through the meter memory and discovered that patient actually obtained a 10 mg/dl and 13 mg/dl with the lifescan meter, performed within 10 minutes of each other. The patient was unable/unwilling to indicate if the puncture area was being cleaned correctly or if patient technique for applying blood to the test strip was correct. Quality control testing was not performed, as the patient did not have control solution. The patient was unaware of the change in the unit of measurement. Due to a spontaneous power interruption, the meter reverted from the "mmol/l" to the "mg/dl" unit of measurement; thus indicating that the reported meter meets the criteria for a medical device reportable due to a malfunction. The meter was replaced.